Event description:
The pt was implanted with a smooth saline mammary prosthesis on 11/22/96. Subsequently, the pt experiences capsular contracture, pain and asymmetry. The device was removed on 9/25/98.